Manufacturer narrative:
Device evaluation: we received the pump for investigation with a cracked/chipped top case by the front left bottom corner. Cracked right plunger case and visible contamination by the a/c cord clamp. Non-OEM tamper seal super cap identified in main pc board. Found no batteries inside the device. Unable to retrieve event history log due to constant alarm with no display. The cause of the reported problem is due to the reprogramming from base unit to top unit was incomplete. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump cannot stop beeping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.